Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the implantable neurostimulator (ins) was never successfully implanted due to the inability of the lead to plug into it as previously reported. The ins was therefore swapped out with another ins. This was successful and the issue was resolved. The reporter indicated that the patient was doing very well with the therapy. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed that the setscrew was backed out too far.

Event description:
It was reported that the lead could not be inserted into the header block of the implantable neurostimulator (ins). It was stated that the doctor tried for 10 minutes to insert the lead. It was a blue tined lead, but it was reported that 'they were not seeing very much blue when they tried to insert the lead.' They tried to moisten the lead but that did not help either. The lead was only going about 7/8 of the way and then it appeared to be getting stuck on the last electrode. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.